Event description:
It was reported that during an unknown procedure, that the handpiece was giving generator error during a case with the gen11. No additional information was known.

Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.